Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl) last month. Reportedly, customer stated that the bg levels were due to stress at their job. Customer administered boluses with the pump to treat bg levels.